Event description:
The device overheated during a service evaluation at the manufacturing facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturing facility, there was no patient involvement and no delay to a surgical procedure.